Manufacturer narrative:
(B)(4). Other remarks: for related complaint see MDR #3010532612-2018-00085 and (B)(4).

Event description:
It was reported by the respiratory therapy that the nurses had turned a pump over when raising the bed and the control head was now black. She stated the pump was still pumping and she was running a strip to monitor the patient. She did not know what to do next. I confirmed that the patient was still stable, and told her she would need to change the pump out and send this one to biomed. The therapist requested help in switching out the pumps. She wanted to wait until they heard back from the md before she switched out the pump. I encouraged her to go ahead with the switch. I also told her it was better to change it out so she could monitor the balloon pressure waveform (bpw) until the md arrived to re-position. The pump was swapped out successfully with no complications to the patient. There was no report in patient injury or consequence.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "blank screen" is confirmed based on the details provided from the customer. The pump was sent to the hospital biomed department and is currently out of service, awaiting repair from the field service representative. The root cause of the blank screen was due to the reported incident of the pump becoming turned over. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time. For related complaint see MDR #3010532612-2018-00085 and (B)(4).

Event description:
It was reported by the respiratory therapy that the nurses had turned a pump over when raising the bed and the control head was now black. She stated the pump was still pumping and she was running a strip to monitor the patient. She did not know what to do next. I confirmed that the patient was still stable, and told her she would need to change the pump out and send this one to biomed. The therapist requested help in switching out the pumps. She wanted to wait until they heard back from the md before she switched out the pump. I encouraged her to go ahead with the switch. I also told her it was better to change it out so she could monitor the balloon pressure waveform (bpw) until the md arrived to re-position. The pump was swapped out successfully with no complications to the patient. There was no report in patient injury or consequence.